Manufacturer narrative:
(B)(6). The lot was manufactured from september 9, 2019 - september 11, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor over infused. The device had been filled with 5-fluorouracil plus glucose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.